Event description:
It was reported that the artificial urinary sphincter (aus) was not functioning due to fluid loss. The aus was explanted and replaced as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the artificial urinary sphincter (aus) was not functioning due to fluid loss. The aus was explanted and replaced as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient did not experience an adverse event prior to the procedure. It was also reported that the patient was doing well after the procedure.